Manufacturer narrative:
The instructions for use included with the custom ulnar states: "while there is no reason to believe that the device will not be beneficial to the patient, no guarantee or warranty is, or can be made by zimmer that the device will be safe and effective for its intended use." The instructions for use included with standard coonrad/morrey elbow devices states "patients with significant lower extremity disability which require walking aids are less amenable to treatment." It also states "the patient must not lift more than one pound (~0.5 kg) during the first three postoperative months; and, thereafter, not more than five pounds (~2.25 kg) with the operated arm." It was reported that the patient was using a walking aid prior to failure. No devices or photos were provided therefore a determination on their condition could not be made. Review of the device history records did not find any deviations or anomalies. The device was used for treatment. No other complaints of any type have been reported for this part or lot number. The provided operative notes state that "fluoroscopic images were obtained prior to cementing as well as after cementing. These showed satisfactory alignment of the prosthesis." The provided radiological analysis of the x-rays from (B)(6) 2015 states "subluxation, with at least one bone width offset, involving the proximal shaft portion, of the ulna." This failure is the result of exposing the implant to greater than instructed forces.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient felt her elbow "snap" while using her walker.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Other devices used: catalog #32855510904, coonrad/morrey elbow ulnar assembly, lot #95006548; catalog #32810502701, coonrad/morrey elbow pin replacement kit, lot #62471392; catalog #32810502501, coonrad/morrey elbow pin replacement kit, lot #62405158 this report will be amended when our investigation is complete.